Event description:
It was reported that during the implant attempt, the atrial setscrew could not be engaged by the wrench. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.